Event description:
Medtronic rec'd info that this bioprosthetic valve, implanted 4 yrs, was explanted due to stenosis. It was reported that the valve was calcified. It was reported that the initial valve replacement was for endocarditis (mitral and aortic valves replaced). There were no adverse pt effects reported.

Manufacturer narrative:
(B)(4): eval method = device history could not be reviewed because no serial number was provided. Product was returned. Conclusion code: other = cause of event cannot be determined. Analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a f/u report will be submitted.